Manufacturer narrative:
The account reported a patient had to have a new catheter placed due to the retention balloon deflating. The patient had a catheter in place for less than a week to obtain accurate I and o's and the catheter delated without any clinical manipulation resulting in the foley falling out. A new catheter was placed without further incident. There were no difficulties with catheter insertion. The sample was not returned for evaluation. A root cause cannot be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. Incorrect MFR report number submitted on original report.

Event description:
It was reported, a foley catheter retention balloon deflated and had to be replaced.